Event description:
The customer contact reported device breakage; subsequently, a leak was noted. The tubing set was being used to deliver an unspecified concentration of irinotecan, at a rate of 300 ml/hr, via a plum pump. No further programming parameters were provided. The customer contact reported that approximately 20 minutes after the delivery was started, the pt got up to the bathroom. At this time, it was reported that an unspecified volume of solution leaked from an unspecified location on clave secondary port of the cassette of the tubing set. The customer contact reported that when disconnecting an unspecified tubing, the tubing broke off and a second unspecified volume of solution leaked onto the floor and the pump. No specific details were provided. The solution that leaked was cleaned up according to the user facility's protocol. The solution container and the tubing set were replaced and the therapy was resumed. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.